Manufacturer narrative:
The explant date was provided d6b was updated.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral percutaneous arterial approach in a 75-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During ongoing impella cp support, hemolysis was identified. In response, the impella cp was repositioned under echocardiographic guidance. Following repositioning, the patient's urine color was noted to be improving, becoming lighter pink, and hemolysis laboratory values continued to be trended. The patient remained on impella cp support. Hemolysis is a known potential risk associated with impella cp support and may be influenced by patient-specific factors, including severe cardiogenic shock, hemodynamic instability, ventricular loading conditions, and device positioning.

Manufacturer narrative:
The patient remains on support at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.